Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
It was reported to philips the device powered off during use while on batteries. There was no harm to the involved patient. The customer stated the patient was safely transferred to hospital.